Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records for the tmjpm identified no deviations or anomalies during manufacturing. The sterilization certificate of the tmjpm device was reviewed with no deviations or anomalies noted. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00274, 0001032347-2021-00275 d10 ¿ medical products unknown mandible screw, part# ni, lot# ni unknown fossa screw, part# ni, lot# ni this report is being submitted to update additional information in section a1, b2, d4, g2, h2, h3, h6 and h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Medical products: unknown screws, part# ni, lot# ni. (B)(6). The user facility is foreign; therefore, a facility medwatch report will not be available. Foreign report source: (B)(6).

Event description:
It was reported a custom temporomandibular joint prostheses was removed due to infection eleven (11) months following implantation. The infection was discovered due to patient discomfort. A new custom temporomandibular joint prostheses will be implanted at a later date. No additional patient consequences have been reported.